Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis. The peritonitis was manifested by abdominal pain. On the same day as the onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin intraperitoneally daily for 10 days (dosage not reported) for the peritonitis event. After eight days of hospitalization for peritonitis, the patient was discharged. Antibiotic therapy was reported to be ongoing. It was not reported if the patient was retrained on proper aseptic technique. It was reported that the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available.